Event description:
The patient had an infection and the pathogen is unknown. At about 1 month post primary the surgeon revised the liner and head. The surgery was successfully completed.

Manufacturer narrative:
Batch reviews performed on 09 september 2025: ball heads: mectacer 01.29.209 mectacer head biolox delta dia.36 12/14-m (k112115) lot 2428671: (B)(6) items manufactured and released on 17-dec-2024. Expiration date: 2029-11-27. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved and revised: batch reviews performed on 09 september 2025: liner: mpact 01.32.3644hcat hooded pe hc liner ø36/e (k103721) lot 2503908: (B)(6) items manufactured and released on 07-mar-2025. Expiration date: 2030-02-16. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.